Manufacturer narrative:
Device received constant pump error 38 alarm isolated to motor assembly. The motor was tested outside of the device and passed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had insulin pump error alarm. Customer's blood glucose level was 172 mg/dl. Customer stated that they are not able to rewind the insulin pump. Customer was advised to discontinue use of the device and revert to a back-up plan. The insulin pump will be returned for analysis.